Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas, as the pump is out of warranty and the pt has chosen to continue using the pump at this time. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the keypad buttons have been intermittently unresponsive for the past week. He noted that the buttons click and spring back, but require excessive force to obtain a response. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to cleaning products; and stated that he wears the pump on his waist with a holster.